Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# (B)(4) . All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that 10 bd micro-fine¿+ insulin syringe had scale marking issues. The following information was provided by the initial reporter, translated from french to english: the scales are offset.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd micro-fine¿+ insulin syringe had scale marking issues. The following information was provided by the initial reporter, translated from french to english: the scales are offset.